Event description:
It was reported that the caller experienced a damaged cartridge, specifically at the cartridge pigtail, with the issue occurring six times on the same day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to change the cartridge and successfully resumed insulin therapy, although the damaged cartridge was not available for return and the caller acknowledged and understood this resolution.